Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device experienced intermittent loss of power. In this state the device would not able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted physio-control to report that their device experienced intermittent loss of power. In this state the device would not able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
The electronic records were downloaded and reviewed. The device unexpectedly shutdown 3 times while printing a 12-lead. The active battery at the time of the event was manufactured in december 2014. This batteries was > 5 years old. The device's operating instructions provide a recommendation to replace the batteries approximately every two years. The cause of the reported issue was determined to be fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11 and the use of old batteries (>5 years old). The fretting corrosion on j11/p11 and 5 year old batteries can increase the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage from functions such as printing a 12-lead. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Manufacturer narrative:
The issue was isolated to the power pcb assembly. It was confirmed that the device can not be repaired and it was scrapped. The customer will receive a replacement device.

Event description:
The customer contacted physio-control to report that their device experienced intermittent loss of power. In this state the device would not able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.